Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required) and pain ("pain"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the genital haemorrhage and pain outcome was unknown. The reporter considered genital haemorrhage and pain to be related to essure (ess205). This report is made by bayer without prejudice and does not imply any admission or liability for the incident or its consequences. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 9 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/abnormal bleeding") and pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2015) and surgery (surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra lit can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known. Possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-nov-2017: event pain was recoded with pelvic pain female and abnormal bleeding was previously reported. Essure legal manufacture has changed from (B)(4) to (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra lit can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known. Possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 9 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.